Manufacturer narrative:
The following devices were also listed in this report: mck tibial onlay insert-sz 2-9mm; cat# 180702-2; lot# 12150615-1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding "progression of arthritis, loosening and subsidence" involving a mako baseplate was reported. The event was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. The provided medical information was submitted to a consulting clinician who indicated: "x-ray printouts available for review include a series dated (B)(6) 2015, which is an ap of both knees and lateral of the left knee, demonstrating bilateral cemented medial uka with the left knee noted on the tibial component to be loose and subsided anteriorly, and patellofemoral arthritic changes are noted. No clinical or past medical history, no patient demographics, and no examination of explanted components are available. The commonest cause of revision of a unicompartmental knee to a total knee arthroplasty is progression of arthritis to the other knee compartments. The second commonest cause is loosening or subsidence of the uka components. Both appear relevant to this case. There is no evidence of factors of faulty component design, manufacturing or materials having contributed to this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The reported event was confirmed as per provided medical records reviewed by consulting clinician who indicated that tibial component to be loose and subsided anteriorly in the left knee. He further indicated that the commonest cause of revision of a unicompartmental knee to a total knee arthroplasty is progression of arthritis to the other knee compartments while the second commonest cause is loosening or subsidence of the uka components and both appear relevant to this case as there is no evidence of factors of faulty component design, manufacturing or materials having contributed to this clinical situation. Further information such as patient demographics, clinical or past medical history and examination of explanted components are needed to determine the root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon revised a mako uni medial left knee for disease progression to the pf joint. Update 28-sep-2017: "the tibial component to be loose and subsided anteriorly. The commonest cause of revision of a unicompartmental knee to a total knee arthroplasty is progression of arthritis to the other knee compartments. The second commonest cause is loosening or subsidence of the uka components. Both appear relevant to this case."

Manufacturer narrative:
An event regarding "progression of arthritis, loosening and subsidence" involving a mako baseplate was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "x-ray printouts available for review include a series dated (B)(6) 2015, which is an ap of both knees and lateral of the left knee, demonstrating bilateral cemented medial uka with the left knee noted on the tibial component to be loose and subsided anteriorly, and patellofemoral arthritic changes are noted. No clinical or past medical history, no patient demographics, and no examination of explanted components are available. The commonest cause of revision of a unicompartmental knee to a total knee arthroplasty is progression of arthritis to the other knee compartments. The second commonest cause is loosening or subsidence of the uka components. Both appear relevant to this case. There is no evidence of factors of faulty component design, manufacturing or materials having contributed to this clinical situation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed as per provided medical records reviewed by consulting clinician who indicated that tibial component to be loose and subsided anteriorly in the left knee. He further indicated that the commonest cause of revision of a unicompartmental knee to a total knee arthroplasty is progression of arthritis to the other knee compartments while the second commonest cause is loosening or subsidence of the uka components and both appear relevant to this case as there is no evidence of factors of faulty component design, manufacturing or materials having contributed to this clinical situation. Further information such as patient demographics, clinical or past medical history and examination of explanted components are needed to determine the root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Device not available.

Event description:
Surgeon revised a mako uni medial left knee for disease progression to the pf joint. Update 28-sep-2017: "...the tibial component to be loose and subsided anteriorly...the commonest cause of revision of a unicompartmental knee to a total knee arthroplasty is progression of arthritis to the other knee compartments. The second commonest cause is loosening or subsidence of the uka components. Both appear relevant to this case."